Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided, the following components have been requested. High voltage cable and a high voltage tank assembly. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is rec'd that indicates otherwise, a follow up report will be submitted as required.

Event description:
It was reported that the 9600emi system has experienced intermittent saturation errors. Cases were able to be completed and there was no report of pt injury.